Event description:
Stryker system 6 and depuy sigma total knee sets. Defective plastic inserts in the stryker system 6 orthopedic containers. The plastic inserts were cracked, chipped, peeling, and/or bubbling. The duration of the problem is unk. Mfrs were not notified and stryker has replaced their sets as of (B)(6) 2015. The replacement inserts are no longer made of metal and plastic, instead they are made of graphite material, which should be more durable. Containers have to be reprocessed in order to house reprocessed total knee instruments. I have no model number other than that provided above, and no expiration date, etc.